Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 466 mg/dl when she woke up at midnight. Customer treated with the pump and her blood glucose was 429 mg/dl. Customer treated with the pump again and her blood glucose was 320 mg/dl. Customer's blood glucose was 238 mg/dl before she went to bed. Customer stated that she has been having high blood glucose for a couple days. Customer went back to shots and then back to the pump. Customer stated that she was not getting any insulin. Customer's current blood glucose is 264 mg/dl. Customer had frequent urination, nausea, and stomach fullness as symptoms of high blood glucose. Troubleshooting was performed and customer did not have a tubing clamp. Customer was advised to do a complete set change and call back to continue troubleshooting once they receive the tubing clamp.